Event description:
It was reported that ongoing intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer loaded a new cartridge to address the issues and ultimately reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.